Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated an erroneously elevated troponin I (accutni) patient result on one patient sample. Customer reported that a medical consultant questioned the result when the I-stat methodology gave a lower result. Customer reported that they repeated the patient sample on the dxc 600i analyzer and the initial result was non-reproducible on repeats. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation codes - method code - (other): field service engineer (fse) was dispatched to verify and inspect the instrument hardware. Customer reported to the fse that prior to the fse arriving on site, they replace the instrument aspirate probes and performed passing system checks within instrument specifications. Customer reported that quality control (qc) was within the laboratory's established limits after replacement of the instrument aspiration probes. Reagent used in conjunction with unicel dxc 600i synchron access clinical system: catalog #: 33340; brand name: accutni, access, 2 x 50 tests; lot #: 118708.